Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was hospitalized for fluid overload on (B)(6) 2016. The patient's pd nurse stated that the patient's fluid overload was likely caused by inadequate dialysis related to difficulties with the patient's catheter. The patient continued pd therapy via manual exchanges while in hospital. The patient was discharged on (B)(6) 2016.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.